Event description:
Device malfunction: plunger retracted prematurely. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the clip deployment button was pressed, the plunger retracted. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history for this lot did not produce any finding relevant to this report.